Event description:
It was reported that, during the routine changeout of the patient's implantable pulse generator (ipg) device, the associated right atrial (ra) lead had been sensing but not pacing. Review of the stored device data indicated the device had been programmed to vdi mode since 2012. The physician was unable to reposition the lead so the lead was capped and replaced during the device changeout procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrs1 device, implanted: (B)(6) 2007. (B)(4).